Manufacturer narrative:
E1:patient city: (B)(6), patient country: switzerland. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state, province or territory: california, post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the infusion set catheter was leaking which leads to high blood glucose and insulin injection is used for treatment on (B)(6) 2026.